Manufacturer narrative:
(B)(4). The product was returned and the failure mode was confirmed. A gap between the distal and the insulation was confirmed. Also dents and scratches were seen throughout the insulation. In addition the insulation is a non stryker part. The instrument was tested for cracks in which an insulscan test was performed and passed. However, IFU states "before use, ensure that there are no breaks, chips, cracks, scratches, tears, or missing/loose components on the shaft insulation, handle, or housing. Do not use the instrument if any of these defects are present as this could cause unintended electrosurgical burns and life threatening complications. If damage has occurred, discontinue use and return the instrument for repair or replacement." The probable root causes are normal wear, improper sterilization methods, user misuse, or third party repair. The product was returned for investigation and the reported failure mode was confirmed. The failure mode will be monitored for future reoccurrence

Event description:
It was reported that the insulation had been compromised. The flush port which is at the proximal end of the device was missing.

Manufacturer narrative:
The device manufacture date is not known at this time. However, should it become available it will be provided in future reports. Additional information will be provided once the investigation has been completed.

Event description:
It was reported that the insulation had been compromised. The flush port which is at the proximal end of the device was missing.